Event description:
The account stated that the axsym toxoplasmosis igg reagent has generated a false positive result on a pregnant patient sample. The initial result was 9.2 iu/ml. A second sample was drawn from the patient and the igg result was again positive at 8.6 iu/ml. The qc was within range. The elevated igg results could not be confirmed. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08 that has a similar product distributed in the u.s., list number 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). There were no returned materials sent from the customer site. A retained kit of axsym toxo igg reagent, list number 9k08-20, lot number 90093hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were within expected ranges. To evaluate reagent specificity, a specificity panel was tested in five replicates. Specificity panel values met specifications and the results were in the expected ranges with no false reactive results generated. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current axsym toxo igg (9k08-20) assay package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that the axsym toxo igg reagent, list number 9k08-20, lot number 90093hn00 is performing acceptably. A product malfunction was not identified. Evaluation method: review of complaint tracking and trending.